Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying an acquisiton 31 error, and leakage test issue. The transducer was returned, and an investigation was performed. The acquisiton 31 error message was reproduced during the investigation; but the transducer passed the factory leakage test. The cause of the problem was determined to be a reliability issue with the gastro flex thermistor; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer generated a us acquisition hw_31_0 error message during a transesophageal echocardiography (tee) procedure. The tee was not repeated but it was completed with the same transducer. There was no patient adverse event reported. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.